Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with vnus tubing kit x15. The customer states that the tube side connected to the peristaltic pumps disconnected and the tube broke. The needle was already inserted into the patient so the doctor stopped injecting the liquid and changed the tube. A new one was used and worked properly. No injury for the patient.